Event description:
Per the clinic, the patient experienced non-auditory stimulation and poor performance with the device. The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.